Event description:
User facility reported that during an unspecified procedure the device shut off and the image was completely lost. There was no pt injury reported and the procedure was completed using a different but similar device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval was unable to confirm the loss of image however did find the image flickering with horizontal lines and the switches not working properly. Further eval found the insertion tube smashed resulting in restriction in instrument passage due to a collapsed instrument channel. In addition, the device did not pass the leak test at the distal end of the instrument channel and found scrapes and tears at the bending section and a burnt c-cover at the instrument channel opening. The bending section glue was found to be cracked and discolored. The device was serviced and returned to the user facility. Olympus tried to obtain additional info regarding the procedure itself but was informed that the user facility does not track particular devices to procedures so they would not be able to provide any additional info. This report is being submitted as a medical device report in an abundance of caution.